Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the pulse generator exhibited high threshold on the ventricular channel, and loss of output during explant.